Event description:
Info received indicates when the brake is engaged the casters will not hold at the head end of the stretcher.

Manufacturer narrative:
The technician found the set screws were broken off in the hex rods. The technician replaced the hex rods and set screws to repair the stretcher.